Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix housing and in the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an right atrial (ra) lead implant, helix issues occurred after the physician repositioned the ra lead multiple times. The helix became more and more challenging to extend/retract. Finally the helix would not extend. The physician was concerned about lead integrity and thus replaced the lead. No adverse patient effects were reported.